Event description:
The customer reported to olympus that the hf-electrode, hook, 5 x 330 mm hook at the distal end of the tube was completely burned and a fragment of the device had broken off. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to wear and tear. Olympus will continue to monitor field performance for this device.